Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported critical pump error, blank display and the pump was not turning on. The customer reported blood glucose value of 499 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-1884, mmt-7040a, mmt-441ak, mmt-342g. Troubleshooting was performed for the critical pump error. Troubleshooting was not performed for the harm. It was unknown that the customer was using the pump for 48 hours before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-441ak, mmt-342g. Mmt-1884 was requested and customer response was that the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, sleep current measurement test and active current measurement test and self-test or verify blank display and power loss alarm due to critical pump error (open book image). Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. No unexpected battery failed alarm noted during testing. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Swapping out test boards confirms critical pump error (open book image) is isolated to pcba 2. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Unable to confirm power loss alarm and blank display due to critical pump error (open book image). Critical pump error (open book image) alarm during testing and power loss alarm in trace history is isolated to pcba2 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.